Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report high blood glucose over the course of many days. The blood glucose reading at those times were 600 mg/dl. The customer also mentioned that she was having trouble giving bolus on the insulin pump and hearing the alarms. The current blood glucose reading is 281 mg/dl. The customer treated with bolus. Customer did not feel well enough to troubleshoot. Nothing further reported.